Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The failed fluid volume accuracy testing was confirmed through the sample evaluation. It was determined to be caused by a digital/accomp (alternating current component) cable harness. The digital/accomp cable harness was causing intermittent issues due to poor connection. The digital/accomp cable harness was scrapped and the device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.